Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the belt broke and the recharger showed either a 375 or 376 code on the screen 3 days ago. The patient states she noticed yesterday morning when she is walking or doing things the stimulation feeling stops and her implant is still on. The ins was going on and off by itself. Adaptivestim was enabled. A rep met with the patient and told them to call patient services.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient was supposed to get the replacement items (belt and insr antenna) last week and so now she was having to lay on the charger in bed to charge the ins. Patient service specialist (pss) consulted with the repair who advised that the package was scheduled to be delivered by noon today. Pss reviewed above with the patient and patient wanted to know why the items weren't sent out last week. Pss reviewed that the patient called on friday, 10/30, and that the e-mail request to repair was sent on friday, 10/30, so the items were sent out on friday with a standard 2-day shipping.